Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. The caller stated that the customer had a stroke. The customer had uncontrollable high blood pressure for three days. The customer was on dialysis, had kidney failure, heart failure, and a heart attack on (B)(6) 2014. At 6:30 am on (B)(6) 2014, the customer's blood glucose was 238 mg/dl. The customer had been off the insulin pump for two days; it was removed at the hospital. The customer was not using sensors. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. For death report please see medwatch report 2032227-2014-67994.